Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the tip of the drill broke upon insertion. The tip was removed from the patient with tweezers. The procedure was completed without a delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found a drill bit with the distal part of the bit broken off of the device. A visual inspection of the returned device found that it is not in its original packaging. The device is worn, and the distal tip of the bit is broken. There is debris on the device. Per case details, the broken tip fragment from the drill was removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.